Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was not getting stimulation therapy in his leg. Surgical intervention was being considered to address the issue.

Event description:
Follow-up revealed the patient's lead was explanted and replaced.

Event description:
Additional information received identified the patient's original lead was not explanted as reported in the previous follow-up report. The lead remains implanted in the patient. The lead was reportedly disconnected from the ipg during the procedure and, the physician implanted two new leads.